Manufacturer narrative:
(B)(4): the customer reported that the device failed op-check testing. There was no pt involvement. The device was returned to philips and the reported failure was reproduced. Replacement of the power pca resolved the symptom.

Event description:
The customer reported that the device failed op-check testing. There was no pt involvement.